Event description:
The patient had undergone a sling procedure. Post operatively the patient presented with frequent urinary infections and hematuria. A stone was found in bladder apparently in the area where it appears that there is mesh. The physician is planning to cystoscopically remove the stone and as much tape as possible and then observe the patient. If additional surgery to remove more tape is needed, pt will be referred to another physician.